Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectum, at the first firing, the surgeon could not fire the device. The surgeon was able to press the green button but was not able to squeeze the handle. The firing was performed without problem with a new reload. There was no patient injury.